Manufacturer narrative:
No UDI information is available. Additional device: gore® viabahn® endoprosthesis unknown size, unknown lot number. Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted. If lot/serial numbers are obtained, the review will be included on the final report.

Event description:
On an unknown date several years ago, a patient underwent treatment of a right superficial femoral artery lesion with two gore® viabahn® endoprosthesies. Some time prior to (B)(6) 2017, the patient, who is also a bicyclist, fell. Following the fall, images revealed the viabahn stents appeared to be torn. A pseudoaneurysm was also noted. On (B)(6) 2017 the patient underwent a reintervention with a plan to reline the originally placed viabahn devices. However, when attempts were made to advance a wire to these devices, it was not possible to do so, as the devices were offset. The procedure was ended with a plan to refer the patient for an open bypass procedure. There is no plan to explant the viabahns. The patient is doing well currently.

Manufacturer narrative:
There appears to be a pseudo aneurysm present. There appears to gap/space between the device, unable to confirm separation or two separate devices with available image set. Images received via (email) with no patient identifier or date of acquisition in image. Images can not able to be manipulated in anyway, lengths and diameter cannot be measured with available image.

Manufacturer narrative:
Results code: the imaging evaluation stated the following: the images provided do not allow for evaluation in relationship to this event.